Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with an undercorrection in the right eye. The clinic indicated that the tracker was not working and performed the treatment with manual tracking. The left eye was not treated. It is not known if there was any loss of best corrected visual acuity. The patient's pre-op refraction was -10.50/-0.25/35 and the post op refraction was -4.31/-0.67/100 additional information has been requested however has not been received.

Manufacturer narrative:
(B)(4): undercorrected vision. The amo field service engineer evaluated the system at the customer's location. Splashes of balance salt solution were found on the optic closest to treating area and on the tracker cameras. The doctor was advised of the findings and instructed to avoid splashing up into the system. Instructions were also provided in maintaining the recommended temperature and humidity. The optic was replaced and the tracker cameras were cleaned to ensure proper operation. All pertinent information available to amo has been submitted.